Event description:
On the 15th october 1999 a nellcor puritan bennett failure investigation tech verified the customer complaint of high readings, which they found while testing the device. While investigating the npb40 pulse oximeter, discovered that this unit was displaying oxygen saturation readings that were 10 points high. No pt harm or change in therapy.